Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because the internal torque of the connection has stripped. In consequence, it was not possible finishing the insertion of the dental implant.